Manufacturer narrative:
(B)(4). Batch # r95205 . Investigation summary: the device was returned with the blade scratched and cracked. In addition, the tissue pad was damaged, melted, not all present and a portion was not returned. During functional testing on gen11, an alert screen was displayed. During functional testing on the generator, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The blade broke off during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. No conclusion could be reached as to what caused this issue. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting, or while the blade is active without tissue between the blade and tissue pad, to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
While performing a colon surgery with harhd36 (lot-no. R9530w) the gen asked for cleaning the device. According to the head surgeon the device was clean, but wasn´t able to reactivate the instrument after cleaning it again. No harm occured to the patient. The or-team opened another harhd36 to proceed with surgery. Was surgery delayed due to the reported event? --> no, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, (B)(4). Device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.